Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the analysis of the returned device found no anomalies; grommet damage was noted and the setscrew was missing.

Event description:
It was reported that during implant attempt, the setscrew was not in the grommet. The device was not used. There were no patient complications reported as a result of this event. It was reported that during implant attempt, the setscrew was not in the grommet. Edit (B) (6) 2010: the device was not used. There were no patient complications reported as a result of this event.